Manufacturer narrative:
Other relevant device(s) are: product ID: 37601, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Refer to manufacturer's report #3004209178-2020-20625 for other implanted system. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away on (B)(6). The patient regretted almost immediately that they had the deep brain stimulation (dbs) because it turned the last 5 years into a "nightmare experience." The dbs took away the patient's tremor, but it gave them hallucinations and paranoia immediately from the time they awoke from surgery for the first implantable neurostimulator (ins). The patient didn't know who their family member was and half the time they thought the were an imposter. No amount of programming helped. A month before the patient passed away, he said "I'm done" and refused to eat or drink. The consumer noted the during that time the patient had weakness, could barely stand, a lot of pain, and had periods of "lucidity" because he was so "distressed over what he'd become." The physician said they were not involved in the patient's care at the time of their dbs operation. According to the hcp there was not a direct link from the dbs device to the death. "However decisions regarding aggressiveness and care of other diseases were likely affected by their cognitive issues and psychosis." Additional follow-up was performed with another physician who stated an ins replacement was performed in 2019 after being originally implanted in 2015.